Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited spikes of out-of-range pace impedance measurements greater than 3,000 ohms. It was noted that there was no noise present and the impedance spikes could not be reproduced. Technical services (ts) discussed possible causes including device spring contact and lead terminal ring interaction. The field representative will discuss plan of action with the physician, however it is likely they will just continue to monitor at this time. This device remains in service at this time. No adverse patient effects were reported.